Event description:
One pt's sample generated an axsym total bhcg assay result of 0.0 mlu/ml. The result was not reported out of the laboratory. This same serum sample was retested and generated a result of 82.0 mlu/ml. Controls were within specifications on all runs. The result of 82.0 mlu/ml is considered consistent with the pt's current condition.